Event description:
When the hand-piece key was inserted into the keyhole, it was unable to turn clockwise to the 3 o¿clock position and lock. The surgery was completed with surgical knives. No patient harm. No information about delay. The device will be returned for evaluation. After the return, the serial number will be reported.